Manufacturer narrative:
(B)(4). D10 - associated medical devices: unknown biolox taper sleeve; item# unknown; lot# unknown. Unknown taperloc stem; item# unknown; lot# unknown. Unknown g7 liner; item# unknown; lot# unknown. Unknown g7 osseo ti shell; item# unknown; lot# unknown. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that approximately three years and six months post an initial right total hip arthroplasty, the patient underwent a revision surgery due to a fractured femoral ceramic head. Attempts have been made and no further information has been provided.